Manufacturer narrative:
Unsuccessful ring repair. No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, device was not returned for evaluation due to it was discarded.

Event description:
Reportedly the device model 5200, 28mm ring was opened, but not used. No additional information has been provided by the hospital to suggest that a death or serious injury has occurred. On 02/15/10, e-mail from sales representative indicates that the ring was discarded. The ring was not defective, just not rigid enough to perform an appropriate repair for the patient. The ring was implanted but removed before coming off pump and closing, unsuccessful ring repair.